Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, insufficient negative pressure was seen with seven tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd received a photo for investigation, which shows bd tubes containing a very small amount of blood. Retained samples could not be tested due to an unknown batch number. A review of the device history record could not be completed as the batch number is unknown. This complaint has been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.